Event description:
A hyrdothermablator (hta) procedure set was used during hta with planned laparoscopy and tubal ligation in uterus. During dilation, the physician suspected that he may have perforated the uterus. He checked with the scope, but saw nothing and began the hta. There was a fluid loss alarm of 8 cc/min when the temperature reached 44c. The physician attributed it to cavity expansion and continued. At 57c, there was a second fluid loss alarm of 9 cc/min and again the physician attributed it to cavity expansion and continued. There was a third fluid loss alarm of 7 cc/min when the temperature reached 79c. The physician aborted the procedure at the rep's recommendation. The physician then finished the ablation with the thermachoice balloon. When the physician performed the laparoscopy, he noted fluid in the culdisac and saw what he thought might be a small perforation. He cauterized the hole and drained the fluid. He did not see any signs of damage to any of the adjacent organs. He then performed the tubal ligation and performed another laparoscopy. Again everything looked normal. The pt's condition is reported as stable.

Manufacturer narrative:
As the batch number is unk, a ship history was performed to determine the most probable batches and a DHR review was conducted. The complaint search for these probable batches did not find any similar complaints. A labeling review was performed which included the dfu/user's manual. The complaint alleges that during dilation the physician perforated the uterus. A DHR review did not yield any manufacturing related issues which would contribute to this event. The device was not returned for analysis. Perforations are a potential adverse event associated with hta and is outlined in the warning and precautions section of the dfu. The event specifically states that the perforation most likely occurred during dilation which is unrelated to the hta equipment and therefore this event is caused by another device.